Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The sales representative was present at the placement of the im3.st. This surgeon has placed several licox systems without difficulty. The im3 bolt was placed with no issue. Upon attempting to remove the stylets from the oxygen and temperature channels, the surgeon encountered resistance. Both stylets required an excessive amount of force in order to be removed. The surgeon was unable to thread the probes into the oxygen and temperature channels. The probes appeared to be sticking at the level of the compression screw. The im3 bolt was removed from the patient and a new one was placed in the same burr hole. The probes were placed without difficulty.